Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4) core wire broken. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a procedure performed on an unknown date. According to the complainant, during withdrawal, the ptfe coating of the guidewire unraveled and the corewire was broken. The procedure was completed with another amplatz super stiff guidewire. The patient condition at the conclusion of the procedure was reported to be fine.